Event description:
Physician was performing refill of pump. Felt certain he had the needle in the septum of the reservoir. Pt felt "wet" - fluid was coming out from the skin around the shaft of the needle where it entered the skin while the needle was still in the septum. The pocket was filled with fluid. The physician withdrew almost all the contents of the syringe used for refill from the pocket. The pt was given narcan and sent home with very little medication in the pump. The next day, a dye study was performed on the pump and no anomalies of the septum etc were noted. Pt recovered without sequelae from the event and has been successfully refilled since that date.